Manufacturer narrative:
Investigation results: device analysis findings: the returned device consisted of an embold fibered coil without the delivery system. The coil was attached to a microcatheter and snare. The device was examined microscopically to reveal a stretched coil and bent distal coupler. The reported event was confirmed. Device history record (DHR) review: a ship history review for the reported upn was performed for the reporting customer. Batches 37639170, 37106625, and 37106624 were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. There were no manufacturing deviations for any of the three batch numbers that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that the pusher wire fractured and additional intervention was required. An embold fibered 3x6 was selected for use in a pelvic embolization procedure. The coil was advanced to the target lesion and the proximal release perforation was broken to deploy the coil. At this point, the physician noticed radio opaque markers in the distal segment of catheter, and saw that the coil pusher wire had broken off and was still attached to coil. The physician pulled the entire microcatheter system and inserted a microsnare to snare the coil and pusher wire fragment. The device fragment and the coil were successfully snared in the unknown 5 fr catheter and the entire system was removed from the patient. There were no patient complications as a result of this event.

Event description:
It was reported that the pusher wire fractured and additional intervention was required. An embold fibered 3x6 was selected for use in a pelvic embolization procedure. The coil was advanced to the target lesion and the proximal release perforation was broken to deploy the coil. At this point, the physician noticed radio opaque markers in the distal segment of catheter and saw that the coil pusher wire had broken off and was still attached to coil. The physician pulled the entire microcatheter system and inserted a microsnare to snare the coil and pusher wire fragment. The device fragment and the coil were successfully snared in the unknown 5 fr catheter and the entire system was removed from the patient. There were no patient complications as a result of this event.